Manufacturer narrative:
UDI #: (B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the ¿laser put itself in security mode". The laser was rebooted and the fiber was exchanged. The fiber was not cleaned during the procedure. The second fiber exhibited the same issue; ¿laser put itself in security mode". The laser was rebooted and the fiber was exchanged. The procedure was completed utilizing the third fiber. Patient outcome: no injury to patient reported. This report is for the first fiber.